Event description:
It was reported that during pumping, a pump alarm was declared. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge, but the alarm recurred, and they were unable to resume insulin therapy. Consequently, technical support decided to replace the pump, confirmed shipping details, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on placing the pump in storage mode and agreed to return the faulty pump with a prepaid label within 10 days.